Event description:
It was reported during implant post-paced t-wave over-sensing was observed on the ventricular lead. The device was reprogrammed and the over-sensing issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.